Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had two episodes where they bent forward and felt a sudden pull in their lower back and felt stimulation in a different area than before. Also, the patient noticed they were getting intense spasms in their rectum, and they turned down the stimulation. A few weeks later, as they felt movement in their lower back and started to feel the stimulation in a higher area in their buttock. The patient had trouble relaxing their anus when having bowel movements and has tried to turn off the stimulation, but the symptoms do not change. The patient wound up in the emergency department (ed) and was prescribed muscle relaxers. The electrodes were tested and the results revealed that they were all in the patient's right buttock near the anus and much higher than the baseline. An x-ray was ordered to determine migration of the lead. There were no additional patient complications.